Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, recurrence, bleeding, dyspareunia, vaginal scarring, and urinary/bowel problems. It was reported that patient underwent revision on (B)(6) 2006 and partial excision on (B)(6) 2008 and removal on (B)(6) 2012. (B)(4) -undefined recurrence; dyspareunia; urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal on (B)(6) 2006.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06555. The same patient is represented in each medwatch.